Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; apixaban, atenolol, clonidine, plavix, lasix, benicar, simvastatin and potassium. (B)(4).

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2016, follow up imaging identified a proximal type I endoleak with aneurysm enlargement of an unknown amount, however the aneurysm sac reportedly measured 12.8 cm in diameter. It was reported the patient¿s aneurysmal disease had progressed causing the proximal neck to dilate and the trunk-ipsilateral leg component to lose circumferential apposition to the aortic wall. The physician stated, this disease process resulted in the endoleak and subsequent aneurysm enlargement. There was no reported migration of the device. On (B)(6) 2016, an additional procedure was performed to treat the endoleak. Two additional aortic extender components were implanted for proximal extension. An atrium icast balloon expandable covered stent was reportedly implanted into the right renal artery as part of a snorkel procedure. Final angiography showed all devices were deployed as planned without any reported issues, complete resolution of the endoleak, full patency of the right renal artery was reported, and the patient tolerated the procedure.